Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
During a routine shift check by a clinician, the internal handles will not allow the attached device to discharge. There was no patient involvement in the reported malfunction.